Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) current ins was almost coming out of the skin. The pt noted that the ins was just underneath the skin surface. The patient mentioned that they were planning to follow up with a new health care professional (hcp) regarding the issue and confirmed that the issue began about 2 months ago in march. No symptoms were reported. No further complications were reported. (Information regarding frayed antenna and the revision were omitted and can be found in a related event; see pe: (B)(4) - revision, (B)(4) - frayed antenna).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.